Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability (possible cause or contributor for instability not reported to rep). A 4x9 insert was exchanged for a 4x13 cs insert.